Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer did not mention any symptoms of their blood glucose levels. The customer treated by changing the site and bolus and syringe. Customer's current blood glucose value was 167 mg/dl and the blood glucose was 250 mg/dl at the time of incident. Troubleshooting was performed. The customer had emergency medical service and admitted to hospital. The blood glucose value when admitted to hospital was 400 mg/dl. The customer complained about diabetic ketoacidosis. The customer cause of hospitalization per healthcare professional's was high blood glucose. Customer wearing the pump at time of hospitalization. Drive support cap appears normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer could not to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.